Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 timed out when she was cutting multiple branches. I reminded her of the safety shutoff integrated in the hp2 device. Attempted turning off and on the power box, attempted plugging in and unplugging at the device site, changed out the black cord, exchanged for new kit. There was a slight delay when she opened a new kit to finish the case. No patient harm was reported.

Manufacturer narrative:
(B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. A lot history record review was completed for lots 3000468702, 3000466974, and 3000460699 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.